Manufacturer narrative:
(B)(4).

Event description:
It was further reported that 5 days post index procedure, the patient was discharged on aspirin and clopidogrel and that in (B)(6) 2015, the patient presented to the hospital for follow up coronary angiography. Subsequently, the patient was diagnosed with coronary heart disease. Additionally, one day post admission, the right coronary artery (rca) was also treated during treatment of the 80% restenosis of the previously placed study stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization which revealed the target lesion that was located in the distal left anterior descending (lad) artery with 80% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of 3.5x16mm study stent. Following post dilatation, residual stenosis was 0%. In (B)(6) 2015, the patient was diagnosed with stent restenosis and was subsequently hospitalized. The following day, the 80% stenosis in the distal lad was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Five days post procedure, the event was considered to be recovered/ resolved and the patient was discharged on the same day.